Event description:
Related manufacturer reference numbers: 2017865-2022-12794. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high defibrillating impedance and the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. The atrial lead was explanted and the rv lead was explanted and replaced. Patient condition was stable.